Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the alarm sounded, and the screen turned off on the high flow insufflation unit. The issue was found during preparation for use. The laparoscopic surgery was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel display disappeared and the device could not be operated when it was started due to faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.